Manufacturer narrative:
Correction: d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using the arctic sun device for training purposes in the same way they always do. They connect a probe to a warmer (100f/37.8c) and places the device in hypothermia with a target of 35c. Today the water temperature dropped initially then began to increase. They were concerned the device was not functioning properly. They had only allowed the device to run for five minutes. Tried to suggest allowing it to run longer and/or use a simulation key to confirm patient temperature (pt) was stable and accurate. They insist this was not necessary as they had done it this way multiple times. Suggested sending to biomed for calibration. If there were mechanical issues, there will be calibration errors. Biomed can call in for tech support once the calibration has been performed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using the arctic sun device for training purposes in the same way they always do. They connect a probe to a warmer (100f/37.8c) and places the device in hypothermia with a target of 35c. Today the water temperature dropped initially then began to increase. They were concerned the device was not functioning properly. They had only allowed the device to run for five minutes. Tried to suggest allowing it to run longer and/or use a simulation key to confirm patient temperature (pt) was stable and accurate. They insist this was not necessary as they had done it this way multiple times. Suggested sending to biomed for calibration. If there were mechanical issues, there will be calibration errors. Biomed can call in for tech support once the calibration has been performed.

Event description:
It was reported that the nurse stated they were using the arctic sun device for training purposes in the same way they always do. They connect a probe to a warmer (100f/37.8c) and places the device in hypothermia with a target of 35c. Today the water temperature dropped initially then began to increase. They were concerned the device was not functioning properly. They had only allowed the device to run for five minutes. Tried to suggest allowing it to run longer and/or use a simulation key to confirm patient temperature (pt) was stable and accurate. They insist this was not necessary as they had done it this way multiple times. Suggested sending to biomed for calibration. If there were mechanical issues, there will be calibration errors. Biomed can call in for tech support once the calibration has been performed. Per follow up information received via phone on 28mar2025, it was confirmed that the device was sent to biomed for calibration. They were unsure of the actual results, but the device has been returned to the unit and it ready for use. There was no patient involvement.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse stated they were using the arctic sun device for training purposes in the same way they always do. They connect a probe to a warmer (100f/37.8c) and places the device in hypothermia with a target of 35c. Today the water temperature dropped initially then began to increase. They were concerned the device was not functioning properly. They had only allowed the device to run for five minutes. Tried to suggest allowing it to run longer and/or use a simulation key to confirm patient temperature (pt) was stable and accurate. They insist this was not necessary as they had done it this way multiple times. Suggested sending to biomed for calibration. If there were mechanical issues, there will be calibration errors. Biomed can call in for tech support once the calibration has been performed. Per follow up information received via phone on 28mar2025, it was confirmed that the device was sent to biomed for calibration. They were unsure of the actual results, but the device has been returned to the unit and it ready for use. There was no patient involvement. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this event is not an out-of-box failure and therefore is not manufacturing related. Corrections: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.